Event description:
Shortly after the remodulin cartridge and cadd [continuous ambulatory delivery device] extension tubing was changed, the patient experienced severe symptoms of nausea, vomiting, flushing, diaphoresis, and clouded hearing. Infusion stopped, physician notified, treatment provided per physician orders. A new cassette was requested from pharmacy and new tubing applied. The patient did not experience any symptoms with the new cassette and new cadd tubing. No known harm at this time.